Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). The user facility was notified of the event on march 30, 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report filed march 31, 2011.

Event description:
It was reported that patient underwent partial knee arthroplasty utilizing a drill pin on (B)(6) 2011. During the procedure, the tip of the drill pin fractured but it was not noted until after the procedure when post-operative radiographs were taken. The radiographs revealed that the tip remains in the patient's bone. The surgeon does not plan to schedule a revision procedure to remove the fractured tip.